Manufacturer narrative:
(B)(4): device was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the rod detached from the inserter into the muscle layer on the first attempt to pass the rod on the right side of l3-l4. The rod was removed from the pt with another instrument. On the 2nd attempt, the rod passed successfully using another rod inserter without further incident. No pt complications were reported.